Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 full height cubie was not detected on the bus, possibly due to issues with the module board, drawer board, cubie pockets, or row board cables. The field service engineer tried swapping the boards, shutting down the station, and testing the drawer individually, but the issue persisted. It was determined that a drawer swap or retractor band replacement is needed, but these parts are currently out of stock. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.